Manufacturer narrative:
Correction on initial report: upon further review, file is deemed not reportable.

Event description:
The customer reported they noticed a cracked female luer in the tubing while connected to the patient.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an infusion of phenylephrine alarmed for air in line with no leakage. Upon investigation, they noticed a cracked female luer in the tubing while connected to the patient. There was no patient harm.

Manufacturer narrative:
Gtin/UDI number for item 2420-0007, lot 17025582 is (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.